Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2022-39288, related manufacturer reference number:2017865-2022-39290. It was reported that the pacemaker was found in unknown malfunction while right atrial lead and right ventricle lead exhibited lead noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review the right ventricle lead, manufacturer report 2017865-2022-39289, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the lead.